Event description:
It was reported that the lead had a sudden increase in threshold. The output was decreased. The lead is still in use. No patient complications have been reported as a result of this event. The patient is enrolled in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.